Event description:
A facility reported that during preparation/inspection before surgery, the ul pro fused headlight cable 9ft (001388lx9) end fitting grew extremely hot and melted part of the sheath down. The cable was reportedly used with integra mlxeu unit, with light intensity of 90%. There was no patient contact; thus, no injury or surgical delay was reported. End user facility: (B)(6) hospital

Manufacturer narrative:
The ul pro fused headlight cable 9ft (001388lx9) was returned for evaluation: failure analysis: the returned ul pro fused headlight cable was in used condition. A visual/functional check was performed on the cable. Visual inspection identified that the cable was missing the hot surface symbols that are normally present near the end. Functional evaluation identified that the cable functioned as intended and the end fitting did not overheat. Root cause analysis: the reported complaint could not be duplicated. No manufacturing, workmanship, or material deficiency has been identified. The issue of this cable overheating and melting could be due to a malfunctioning 00mlx unit.